Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited an inappropriate rate increase. The patient was diagnosed with ventricular tachycardia/ventricular fibrillation. The device was explanted and replaced with an implantable cardioverter defibrillator.